Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was not operational. System showed an error message ¿limited table movements¿. Review of system log files showed malfunctioning geo-pc. As a corrective action, fse replaced and programmed new geo pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm was not operational. No harm was reported. A philips field service engineer (fse) was able to confirm the reported issue. Fse proceeded to run the geometry monitoring at the geometry pc, to manually reboot the pc to allow software to load. System is now functional but the geometry pc still needs to be replaced once the new one arrives. Philips has started an investigation of this complaint.